Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The controller in use during the reported event date did not have the smr software upgrade. Log file analysis revealed one critical battery alarm involving a battery with "0" serial ID and "0" cycle count. A communication error most likely unintentionally sealed the battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID and cycle count to be logged as ¿0¿. The sealed state does not impact normal operation. A data point prior the critical battery alarm revealed a spurious safety alert word (saw) value for the battery, indicating that a communication error had occurred between the controller and battery within the preceding 15 minute interval. This battery was most likely the one triggering the recorded critical battery alarm. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and the battery. There is an internal investigation for communication errors on non-smr upgraded controllers. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient experienced a critical battery alarm. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.